Event description:
It was reported that during patient transfer the cardiosave intra-aortic balloon pump (iabp) was dropped and has a a broken console monitor. The display was cracked and unable to display any image and had no touch capabilities. No patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The touchscreen was later replaced by a technician per the manufacturer's specifications. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a